Event description:
The hospital reported during a procedure, a balloon had broke inside the channel of the scope. The physician, unaware that the balloon was still inside the channel, used another balloon to complete the procedure. The scope was reprocessed, a boot was placed on the tip and the scope was hung in a scope closet to dry. The following day when the boot was taken off the tip of the scope, small traces of blood were noted. The device was subsequently taken out of service, and reprocessed several times with the same result. The hospital reported this device has not been used on any pts, while in this condition.

Manufacturer narrative:
Olympus contacted the hospital to obtain further info regarding this event. The hospital reported they flushed the channels of the device and discovered the scope's channel was clogged with the remains of the balloon. The remnants of the balloon were removed, and the device was sent to olympus for investigation. The device was evaluated, and olympus could not confirm the user's claim as there were no traces of blood found on the scope. Therefore, olympus cannot conclusively determine the cause of the user's experience. However, based on the info provided by the hospital, the phenomenon was attributed in insufficient cleaning, due to the user's failure to properly reprocess the scope.